Event description:
Evac personnel brought a pt to the facility's ER being externally paced with a lifepak 12 defibrillator/monitor series pacemaker. ER personnel attempted to transfer the pt to the ER device without interruption of demand pacing by removing and replacing pacing leads while keeping ECG leads for pacemaker sensing on the evac device. The rptr stated pacing stopped and couldn't be started until ECG leads were removed from the evac device and replaced with the ER device. No adverse affects to the pt were reported as a result of the alleged malfunction.